Event description:
Event reported that during explantation of the lap-band system, the access port was noted to have a leak.

Manufacturer narrative:
Taper ii. Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the serial # and implant date provided by the reporter, the connector type is assumed to be a taper ii. See related medwatch 2024601-2009-00668 for previous port leak. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."